Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. When the 24mm watchman flx laa closure device was inserted into the watchman access system, an air embolism was noticed due to st elevation of the patient. The procedure continued and the closure device was successfully implanted. There were no further patient complications and the patient has since been discharged from the hospital.

Event description:
It was reported an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. When the 24mm watchman flx laa closure device was inserted into the watchman access system, an air embolism was noticed due to st elevation of the patient. The procedure continued and the closure device was successfully implanted. There were no further patient complications and the patient has since been discharged from the hospital.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a watchman flx delivery system without the implant. The device was bloody. Analysis of the core wire, tip, sheath and hub/valve included microscopic and visual inspection. Inspection revealed tip damage (tricuts slightly flared), with small numerous kinks in the sheath. Inspection of the rest of the device no other damage or defects were found.